Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated customer tested on the coaguchek xs system and received a result of 4.7 inr on (B)(6) 2014. No action is reported due to this result. Four days later, the customer had heart palpitations and a pressure sensation in her chest. She was transported to the hospital via ambulance. A lab test upon her arrival came back as "68% quick". This is approximately equal to 1.22 inr. She was administered 1 diltiazem tablet and received heparin intravenously for 4 days ((B)(6) 2014 - (B)(6) 2014). The customer's marcumar dosage was reinstated as normal on (B)(6) 2014. The customer is currently still in the hospital. The manufacturer requested return of suspect product for evaluation.